Manufacturer narrative:
(B)(4). The returned spyscope ds ii was analyzed, and a visual evaluation noted that there was no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. Residue was found on the camera lens and could be wiped away with an alcohol wipe. An image assessment was performed. The device was plugged into the controller. A live, clear image was displayed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no camera wire damage at the camera on the distal tip. In the handle, no damage was observed to the printed circuit board (pcb). The camera wire was noted as suspicious in the breakout region. The handle was opened and the components within were visually inspected. It was noted that the camera wires and solder pads were exposed in the glue feature. Fluid residue was noted on the pcba and breakout region. The camera wire jacket covering the power wire in the region of the breakout was damaged and the camera wire was exposed. With a live image displayed on the controller, a jumper wire was clipped to ground on one end and grazed the camera wire where the jacket was compromised on the other end. The image was disrupted. It's likely that the steering wire could similarly graze the camera wire and disrupt the image during a procedure when the device was being articulated. The reported event was confirmed. The breakout region of the handle is the routing location for the camera wire, plastic optical fibers (pofs), and steering wires as those components exit the handle. Articulation of the device during procedure causes movement of all of these components in the region. It is possible in this dynamic setting that the camera wire can interact with the steering wires, pofs, or the edges of the breakout. The forces exerted on the camera wires during this interaction have been found to damage the jacket or the conductors within. If the jacket is compromised, the wires are no longer insulated and can come into contact with the steering wires, resulting in an electrical short that will cause the image to turn off if the camera wires are damaged, this results in an electrical open that will cause the image to turn off. An investigation is underway to address visualization issues due to camera wire or jacket damage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with electrohydraulic lithotripsy (ehl) procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 30 minutes into the procedure. A second spyscope ds ii was used; however, the image was also lost approximately 2 minutes into the procedure. Reportedly, the image went blurry followed by gray screen and dots. The device was rebooted and attempted to regain image; however, it was unsuccessful. The patient was stented and will be brought back for a follow up procedure. There were no patient complications reported as a result of this event.